Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, the burr became stuck in the lesion. Vascular access was obtained through the femoral artery. The lesions were located in the moderate to severely calcified and moderately tortuous distal left anterior descending (lad) and distal left circumflex (lcx) artery. The atlantis sr pro2 coronary imaging catheter did not cross the lesion. The lesion was dilated with an unspecified balloon catheter; however the dilatation was not sufficient. The 1.50mm rotalink plus was advanced to the lesion for rotational atherectomy but after 5 cycles of rotational ablation the burr became stuck in the lesion for 6 minutes. The burr was removed in dynaglide separate from the rotawire. No further patient complication was reported and the patient status is good.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the complaint unit was not carried out as the product was not returned. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).